Event description:
Reporter indicated that high impedance was found during pre-op diagnostics while the pt was in the operating room to have his vns generator replaced due to end of service. The device had been disabled prior to the reporter's discovery. The vns lead and generator have been replaced and the generator has been returned for analysis. Attempts for the return of the lead are in progress. No adverse events have been reported.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.